Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the convulsions and dyskinesia was due to the patient not being used to deep brain stimulation (dbs) and it being set too high. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and deep brain stimulation (dbs) therapy indications. It was reported that the patient was programmer the day prior and doing great. They got a call form the patient's wife today that the patient was having "convulsions" and needed to go by ambulance to the emergency room. The caller spoke to the patient's managing physician who said they did a CT scan and everything was normal, no sign of stroke. They told the caller that the patient has harsh dyskinesia form levodopa meds with thd dbs together. The patient was re-programmed and everything was fine/resolved. No further complications were reported or anticipated with this event.